Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp procedure, prior to impella insertion, after insertion of 14f long peel away sheath an arterial bleeding was noted at the access site around the sheath. The sheath was removed and replaced with a new one. Manual compression was applied and the patient remained stable.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The introducer was returned for inspection. Leak test was performed and noted that the leak was reproducing along the sheath score line at top close to hub. Sheath scoreline split was confirmed. As per clinical difficult patient anatomy was a contributing factor for the failure. The root cause of the access site bleeding was an introducer sheath split along the score line due to difficult patient anatomy. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26515 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-26515 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-26515 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number 1220648-2025-26515 was submitted in accordance with updated procedures. H6 revised component code since the initial manufacturer device report number 1220648-2025-26515 was submitted in accordance with updated procedures. Since the initial manufacturer device report number was submitted in accordance with updated procedures.